Event description:
It was reported that a pt underwent a pelvic floor repair procedure on (B) (6) 2007. At her six week check up, the surgeon told the pt that she could resume normal activity. Two weeks later the pt could feel something poking her inside her vagina and experienced pelvic and abdominal pain. The pt went to see another doctor who stated that she had an erosion and a foreign body reaction. As of (B) (6) 2010, the pt continued to have symptoms of pain, painful intercourse and vaginal odor.

Manufacturer narrative:
(B) (4). (B) (4) vaginal odor. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.